Event description:
Infusion pump was used to infuse lasix. Lasix profile was picked for medication to infuse over 20 minutes. Pump alarmed that medication was infused after 5 min. Pump showed that 14 min were remaining for infusion, syringe was empty.